Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump would turn on and keeps on vibrating after being exposed to moisture. The customer stated the no crack on insulin pump. Customer stated that the fluid in battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 customer reported that the device won't stop vibrating and fluid in the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button, scratched keypad overlay, scratched case. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Device passed displacement and self tests. No unexpected vibrating was noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool also lists the following device errors which could trigger a critical pump error: insulin pump error occurred (B)(6) 2022 17:18:01. The case was cut open. There is corrosion in/around the following: battery compartment, battery board, keypad flex cable; electric board, lcd flex cable terminal; motor flex cable terminal, force sensor flex cable terminal; components on the force sensor flex cable. The force sensor zero offset measured slightly out of spec = 27.2 mvolts. In summary, customer¿s report that the device won't stop vibrating was not confirmed and that of fluid in the battery compartment was confirmed. Insulin pump error is due to a hardware problem. The broken force sensor is due to the corrosion on the components of the force sensor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.